Manufacturer narrative:
The processor (printer circuit assembly (pca) (part number: (B)(4)) with serial number: (B)(6) was returned to philips for failure analysis. The complaint was escalated for technical investigation and the results indicate the processor pca was fully evaluated and tested with no problems found. The pca was inspected and found to be in good visual condition. There was no error logs were to review. The processor pca under functional test was placed on the test fixture, and the fixture turned on with the dfm100 therapy knob set to monitor. The unit powered up to a black screen and a boot loop. Installing a known good system on module (som) into the processor pca corrected the issue. The device passed all testing. Based on the information available and the testing conducted, this pca was returned " does not start and continuous red cross -". This was verified in lab testing.

Manufacturer narrative:
(B)(6).

Event description:
This report is based on information provided by philips remote service engineer (rse) and the site biomed engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that it does not start and displays a continuous red cross. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.